Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the 15-years-old male patient faced site issues which led to high blood glucose level. Also, the patient had high ketones of 11.2 mmol/l which the healthcare professional identified as life-threatening or dangerous. Therefore, the patient first went to emergency room and was subsequently hospitalized. Further, the patient was transferred to the pediatric intensive care unit for three days. Moreover, the issue occurred with two similar types of infusion sets used for two days. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024- 24659 - device 1 of 2.